Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported during the hf sensor implant procedure the physician was unable to advance to the sensor to the pulmonary artery. The physician tried to reposition multiple times to no avail. The sensor was pulled out and retried again via intrajugular access. The patient experienced bleeding through her nose. As a result, the physician abandoned the procedure.

Event description:
Additional information received that the patient issue was resolved.